Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the harmonic scalpel was connected correctly. A solid tone occurred. The test tip was connected and solid tone occurred. Opened another device to complete the case. There was no consequence to pt.